Event description:
It was reported that during a laparoscopic appendectomy, the buttons were extremely hard to push. Another device was used to complete the case. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 11/20/2008. Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation assembly buttons worked as intended.